Manufacturer narrative:
A review of lot c315 was performed and there were no nonconformances associated with this lot. Trends were reviewed for these complaint categories and no trends have been detected. However, CAPA (B)(4) was initiated to investigate drive tube leaks/breaks. Service order (B)(4) was dispatched and is pending. The assessment is based on information available at the time of the investigation. No product was returned by the customer. Therefore, it could not be determined if the product met specification. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a drive tube break during purging air phase of the patient treatment. Customer stated there were no alarms during prime or during treatment prior to the break. Treatment was aborted and the patient was re-scheduled for another date. The patient was reported as stable. Service order (B)(4) was dispatched and is pending. No product was returned for investigation.